Event description:
Revised to treat instability, likely infected.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00513449_1644408-2025-01551; s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.